Event description:
A non health care professional reported following the intraocular lens (iol) implantation the patient had experienced residual astigmatism and blurry vision. The lens was explanted in a secondary procedure and was replaced with a back up lens. Additional information has been requested and received stating there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).